Event description:
An abbott field service engineer (fse) was splashed in the face while performing maintenance on the cell-dyn ruby analyzer. The fse indicated that during a cleaning procedure a hose became detached and bleach was splashed in their eye. The fse had his eye flushed, as an outpatient. Anti-inflammatory eyedrops (dexagenta-pos) were prescribed as a precaution. No additional treatment was obtained.

Manufacturer narrative:
(B)(4). Company representative splashed in eye further evaluation of the issue included a review of the event, a search for similar complaints, and a review of labeling. The abbott field service engineer was wearing personal protective equipment (laboratory coat, safety eyeware, and gloves) while working on the analyzer as directed. Labeling was reviewed and found to be adequate. Tracking and trending did not identify an adverse trend or product issue. Based on the available information no product deficiency of the cell-dyn ruby analyzer, list number 08h67-01, was identified.